Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the homechoice cassette and the luer transfer set was reported and is known to cause this alarm. The patient had disconnected from the set up by rolling over their line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The registered nurse (rn) stated they had found the patient had disconnected their homechoice cassette from the luer transfer set up by rolling over their line. The rn advised they reconnected the patient to the set up and continued therapy. The technical service representative (tsr) had the rn end therapy and start over with new supplies. The homechoice was operational and a swap of the device was not necessary. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.